Event description:
A nurse reported that a pt was diagnosed with coagulase (B)(6) during a peritoneal dialysis clinic visit, on an unk date in (B)(6) 2014 and was started on an antibiotic; name, dose, and frequency unk, via intraperitoneal route. This nurse stated that the episode of peritonitis was due to touch contamination, where the pt did not practice asceptic technique and broke the sterile field during treatment: the pt did not wash hands and did not don a mask. No peritoneal dialysis treatments were missed and there was no reportable device malfunction. As of an unk date in (B)(6) 2014, the pt's signs and symptoms of peritonitis resolved, the pt completed taking the prescribed unk antibiotics for peritonitis, and the pt continues to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without any further issues.

Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market surveillance dept has requested med records and investigators are pending. A supplemental medwatch report will be submitted when med records are received. The device was not returned to the MFR for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.